Manufacturer narrative:
There was no report of patient injury. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump displayed a cover alarm during procedure but the pump did not stop. The alarm worked intermittently. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump displayed a cover alarm during procedure but the pump did not stop. The alarm worked intermittently. There was no report of patient injury.